Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint, and the implant tether to be stuck within the heater coil windings. The device failed continuity and resistance testing due to the damaged connector. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector likely occurred post-activation. The implant tether being stuck within the heater coil windings would result in the non-detachment described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector damage, but the damage is consistent with the device experiencing forces over specification. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure. Detachment of the device: 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter.

Event description:
It was reported that the web was inserted and deployed in the aneurysm. The web did not detached after several attempts. A new web with the same size was used and the procedure was completed. No patient harm or injury was reported.